Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 4092 implantable pacing lead. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device triggered eri one month after the previous appointment where the average longevity estimate was 20 months. Programming of the device was not possible. It was also reported that there had been a gradual increase in thresholds on the right ventricular (rv) lead and rv thresholds and outputs were high. The device will be replaced and the lead remains in use. No patient complications have been reported as a result of this event.